Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned product noted blood visible on the tightly folded balloon and contrast in the inflation lumen, consistent with preparation and the catheter advanced into the patient anatomy. There was a bend in the hypotube 3 cm distal to the strain relief tubing. Factors that can contribute to difficulties removing the protective sheath include, but are not limited to, manufacturing, damage to the protective sheath, mishandling, or oversized balloon due to partial inflation. To ensure this is not a manufacturing deficiency, a sampling of units is inspected for sheath inner diameter and proper balloon fold. The 2/3 collapsed balloon profile was measured and met manufacturing criteria. The protective sheath was not returned which may have aided in the investigation and determination of cause. It is possible positive pressure was applied to the balloon prior to removal of the protective sheath, slightly expanding the balloon and contributing to the reported resistance however this could not be confirmed. The reported difficulties inflating the balloon were able to be confirmed as a new indeflator, filled with contrast, diluted 1 to 1 with water was used in an attempt to inflate the balloon; however due to the dried contrast, the balloon would not inflate. After the balloon catheter was left pressurized for 1 hour to dissolve the dried contrast in the inflation lumen, the balloon inflated to the rated burst pressure (rbp). The inflation and deflation times were measured and met manufacturing criteria. In this case, it is likely that the contrast mix ratio may not have been properly diluted and could have contributed to the inflation difficulties. Contrast that is more concentrated can lead to slower inflation. It is specified in the instructions for use (IFU) materials required section that the contrast is 60% contrast diluted 1:1 with normal saline. Further handling during the procedure or during packaging, handling and return to abbott vascular for analysis may have contributed to the noted bend in the hypotube as it does not appear to have contributed to the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported difficulty removing the protective sheath could not be determined; however, the inflation issues appear to be related to the operational context of the procedure.

Event description:
It was reported that during preparation the sleeve was removed but felt tighter than normal. After device preparation the nc trek rx was delivered to the mid right coronary artery lesion for predilatation. The balloon would not inflate at all when pressurized to 12 atmospheres (atm). Negative pressure was pulled and a second inflation attempt at 12 atm was also unsuccessful. There was no contrast leak seen on angiography. The device was removed and predilatation was completed using a voyager balloon. There was no adverse patient effect. After removal, outside of the body, an attempt was made to inflate the nc trek rx at 12 atm. The balloon did not inflate. Though requested no additional information was provided.